Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon said that drapes were sticking to arms and the instrument could not move freely. It has happened regularly and got stuck to the point that the magnet comes off and causes sterilization concerns. It was unclear if the issue was associated to the part number version -10 or -08 arm drape. The procedure was completed with no reported injury.